Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse replaced the sample and reagent syringe, checked the reagent probe and replaced both peri-pump tubing. The instrument is performing with the spec. No further eval of the device is required.

Event description:
A false positive advia centaur cp troponin ultra result for pt #1 was incorrectly reported by the customer. It was noted the initial pt sample was hemolyzed with fibrin present. Two redrawn samples were obtained for repeat troponin testing and the results were both negative. The customer reports as normal results as less than 0.2 ng/ml. The customer also reported two pt instances of discordant advia centaur cp troponin ultra results from the day before. A false positive troponin result was obtained on pt #2 that was negative on repeat testing. A discordant high troponin result was obtained on pt # 3 that was low normal on repeat testing. The customer repeated all pt results from the prior evening and there were no corrected reports issued. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.